Manufacturer narrative:
The meter and strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
A nurse called alleging questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a stago laboratory method with unknown reagent. The nurse also mentioned they received errors on the meter and these had been resolved prior to the call. On (B)(6) 2023 at 12:49 p.m. The patient had a meter result of 5.4 inr while at 1:00 p.m. The laboratory result was 3.6 inr. The patient's warfarin dose was changed based on the laboratory result. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 1-2 weeks.